Event description:
Vns patient has experienced shortness of breath since approximately four months after generator replacement surgery for end of service. The patient has reportedly been diagnosed with dyspnea by family physician and was prescibed advair and combivent. The patient reports that these medications are not working very well and that they still get short of breath at night. Family physician reports that the patient is doing well and that symptoms are not related to the vns, but that the patient suffers from allergies and asthma. The patient has not been seen by their neurologist for approximately 6 months but is scheduled for a follow-up visit.